Event description:
Reporter stated, "pt had the osvii low profile implanted in on (B) (6) 2009. Pt presented with mental issues the next day." The osvii low profile was revised to an nph valve which had a much slower flow rate. Pt outcome positive as expected.

Manufacturer narrative:
The device involved in the reported incident has been received for eval. An investigation has been initiated based upon the reported info.